Manufacturer narrative:
Product event summary: it was confirmed that the programmer was slow to react, and there was an instance of sluggish performance in the logs. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was becoming unresponsive in the analyzer and device software applications, and had a slow boot. The analyzer was very slow when attempting impedence measurements when trying to use the stylus. The programmer has been returned to service. No patient complications have been reported as a result of this event.